Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site saw a "no video detected" message on the camera cart monitor. When the manufacturing representative (rep) arrived on site, the carts were disconnected. Upon connecting, the system booted as intended with both carts getting video. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID 9735795 (lot: -) h3,h6) no parts have been received by the manufacturer for evaluation. A1102 - "no video detected" message a110201 - not booting medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.